Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). Updated evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder kink resistant tubing (krt) was microscopically inspected and leak testing. It was found a hole from wear. The cylinder did not pass the leakage testing due to the leak found at corner of a fold in the proximal end. Momentary squeeze (ms) pump was microscopically inspected, and it was observed that the tubing was cut down to the pump block. Ms pump passed the leakage and functional testing. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4).